Event description:
The nurse attempted to remove the inner cannula and the ring pull snapped off so the inner tube could not be removed. The nurse managed to remove it eventually but the pt was becoming agitated as she was not being adequately ventilated. A new cannula was inserted. A second inner cannula with no right pull was observed at the pt's bedside. On discussion with the facility it was clear that the inner cannula which is meant to be disposable had been reused several times so stress had been placed on the ring pull. The facility recognize this as a training issue: other makes of tube with reusable inner cannulas are also in use in the unit. Pt outcome was not provided by the reporter.

Manufacturer narrative:
(B)(4) - difficult removal is not listed in the instructions for use. Event is still under investigation.